Manufacturer narrative:
(Exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The observed fluctuations in impedances were likely due to an air bubble in the cochlea/over the active electrode array. Damages observed during investigation are related to the removal surgery. This is a final report.

Event description:
The user reported gradual decline in performance with the device starting 1-2 months following activation. The user was re-implanted on (B)(6)2017 and activated on (B)(6)2017. According to latest information received, the user is very happy with the new device.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported poor performance with the device. Re-implantation is considered by clinic.